Event description:
The event occurred earlier today. We were using the angiogynamics evlt 400 microns perforator and accessory vein ablation kit. Op note below: essentially, it is designed to fire the laser at the tip only. This device fired about 6 cm central to the tip, burning the pt and melting the remaining peripheral 6 cm segment into the needle. Luckily, we were able to remove the entire laser device before it broke off in the pt. He sustained a small burn at the entry site nonetheless. On (B)(6) 2019: a surgical time out was carried in the usual manner. Site was identified and prepped and draped in the usual sterile surgical manner. Access was obtained using the modified seldinger technique and the evlt fiber was introduced through the needle under ultrasound guidance. Tumescent anesthesia was then injected around the needle and throughout the length of the perforator vein. Then laser ablation was performed at 6 watts while avoiding the deep system. This process was performed utilizing a sonographer throughout. Initially, it appeared the laser was working normally in that we could see tissue vein ablated on the us image at the tip of the catheter. At this point, we began to hear a sizzling noise that was unusual. We stopped the laser only to find that I had burned through the skin at a site in the middle of the needle about 6-8 cm away from the laser tip. Furthermore, the tip of the fiber was now broken off and welded into the needle. All hardware removed luckily with no fb in the pt. Pt was not complaining of pain but there was approx 1 x .2 xm area of burned tissue at the exit site. Bacitracin ointment and gauze applied. An ace bandage was wrapped around the length of the vein segment in the traditional manner. Pt tolerated the procedure well otherwise and was discharged home ambulating. Total duration 7 sec. Total joules 42. Energy 6.0w lidocaine 10 cc procedure duration 20 minutes. FDA safety report ID# (B)(4).